Event description:
It was reported that there was a motor stall that occurred during an MRI. The patient was admitted to the hospital for "self-over-medicating on sleeping medication" on (B)(6) 2012. It was noted that the patient had an altered mental status. The motor stall and recovery were recorded by the pump. The patient was alert when the pump was read. The device system was used to deliver morphine sulfate and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter. (B)(4).